Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified fluid on the force sensing resistors on channel 2. Review of the alarm log and functional testing identified the reported f-38 alarm on channel 2. The cause was determined to be damaged force sensing resistors (fsr's) on channel 2. To address this issue the force sensing resistors (fsr's) on channel 2 were replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.